Event description:
The hospital nurse reported that the metal shaft of the flexible biopsy and grasping forceps separated at the connection of the jaws to the flexible wire. When the product was subsequently used during a cysto bladder biopsy procedure, very small particles of metal broke off and fell into patient's bladder. The hospital nurse reported that the fragment was not the jaw, but a piece of metal at the point of connection from the jaw to the flexible wire. She reported that the pieces were flushed out through an olympus cystoscope with water, saline or glycine. There was no patient injury.